Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown, therefore a batch review was not performed. Similar reports have been received for the reported problem.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained air alarm. The home patient (hp) was connected. The caregiver (cg) said there were no leaks. The cg already cycled power and was disposing of supplies when she called. The tsr recommended to call registered nurse (rn) about air alarm. The cg would call the rn regarding alarm. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2011 regarding the system error 2240 alarm. The cg reported that the issue was resolved, but she did not know the cause of the alarm. Per cg, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.